Event description:
Philips received a complaint from the customer on the v60 indicating that a 1007 "machine and proximal pressure sensors failed" error occurred during the device service at the repair center. There was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. After replacing the motor controller (mc) printed circuit board assembly (pcba), cleaning the device, and running tests, the pse verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.